Event description:
It was reported that the patient was getting poor communication screen on recharger the day of the reported event. It was reported that the patient stimulator kept going off by itself. It was noted that the patient usually charged once a week. The last time the patient successfully charged was on (B)(6). It was reported that the patient felt stimulation but ¿not as intense¿. It was confirmed that the patient programmer was working, the patient programmer showed the stimulator was on and the stimulator had a quarter charge during troubleshooting. It was reported that the patient programmer was showing patient laying down but the patient was sitting up. The patient denied any damage of recharger antenna. It was noted that the patient usually had stimulation on 24/7 and had stimulator therapy for pain in the right leg/ reflex sympathetic dystrophy (rsd). It was reported that the patient had knee swelling. It was noted that the patient healthcare provider was aware of the knee problems that had been going on and off for the last three months. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).